Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The DHR documentation showed no abnormalities related to the reported failure. The device was manufactured in 2011. The reported complaint was confirmed as multiple components were worn out, mis-aligned, and out of adjustment. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. This is linked to mfg report number 3004608878-2020-00208 and 3004608878-2020-00210.

Event description:
This is 1 of 3 reports. A customer reported that the shock cushion of the a2009 ultra 360 patient positioning system was damaged and the locking mechanism was loose. There was no known patient injury or delay in surgery.